Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator log shows tf 271 (o2 supply failed - no o2 dosing possible) and tf 388 - no o2 dosing happened during pre testing. There was no patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, logs shows cfb error which was not originally reported error. Vyaire ts recommended insp. Block and new main board replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective o2 pressure regulator. As a resolution, vyaire ts recommend replacing insp block.